Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient rep reported a 1707/coupling issues error. The recharger will connect for 2-3 minutes and say good connection and stops recharging and displays 1707 error code. The issue started a couple of days ago. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, patient rep could feel the edge of the stimulator, recommended moving away from possible sources of emi, asked patient rep when it connects what connection it says and they said good. The troubleshooting steps that were taken on the call resolved the issue. 10% charge, excellent connection, and my therapy on. No further complications were reported at this time. Additional information received from the patient on (B)(6) 2022 stated the cause of the recharger not recharging was determined. They were trying to charge next to the computer /wifi and bluetooth and was interfering with making a connection.